Event description:
It was reported that during a da vinci s pulmonary wedge resection procedure the 5mm thoracic grasper instrument felt tight in the port. The cannula was found to be bent and the instrument damaged. The cannula and instrument were swapped out and had no further issues. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.